Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the that the device was leaking at the tubing. No patient injury was reported.

Manufacturer narrative:
H10: no product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review was conducted, no nonconforming manufacturing records were found. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.